Manufacturer narrative:
Sep 27, 2017: patient letter received. It states that the patient had a near-death experience and continuing rehabilitation as a result of the depuy hip prosthesis. It also states that a legal representative will be communicating further. Update oct 16, 2017: email notification received. It was reported that the patient was revised to address severe pain. Added complainant information. This complaint was updated on: oct 25, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain.